Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 446 mg/dl, 333 mg/dl and 160 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated he took his normal 500 mg of metformin and ate breakfast after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.